Event description:
The pump was returned for pneumatic valve leak failure (valve 4). Before the device was powered on, a loose object was heard within the device. The device was not powered on due to the loose object. The device was opened to inspect for internal damage. A crack was identified on the retaining plate near the lever arm. The cable that allows for the touchscreen to transmit data to the main board was found disconnected. The latch for the cable was found closed, indicating that the cable became unseated over time. The connection was reseated during investigation. The device was attached to a bracket and powered on. A red pump service alarm was observed after the device powered on. Log files were reviewed and multiple valve 4 failures were present. The device was opened again to perform testing on the pneumatic assembly. The assembly failed during hardware testing, indicating a valve 4 leak failure. Parts will be replaced during the repair process before the device is sent to the test line for full functional testing.

Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu submitted to correct.

Event description:
The following has been reported: biomed reported: "pump problem. Pump that needs to be evaluated. The pump has been cleaned, and multiple cassettes has been used to trouble shoot pump". Patient harm: unknown. A preliminary review identified the following issue: pneumatic valve leak failure (valve 4). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.